Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Age 74. Male. Weight 76kgs. Name of index surgical procedure? Minor surgery, removal of posterior neck lipoma in primary care. The diagnosis and indication for the index surgical procedure? Lump posterior neck getting larger. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open incision. On what tissue was the suture used? Deep dermal. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal pathology and anatomy. No devitalised/fragile tissue. Please describe any medical/surgical intervention required for this suture event including dates and results. Lipoma successfully removed intact. Attempted closure of deeper layers with suture material in question. Suture material detached from needle on first pull through of needle. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? During first suture insertion, needle had become removed from suture material. Unable to pull needle through as lost in deep tissue. What instruments were used to grasp the needle? Artery forceps. Where was the needle grasped during use? Needle grasped for first pass at base of needle, unable to grasp needle again as dislodged. Were x-rays performed to localize the needle fragment? Yes. Fb clearly seen. Whole needle in patients deep tissue. Does the needle remain retained in the patient's tissue? Yes. If the needle is retained, where is it located/in what structure? Posterior neck. If retained, were there any patient consequences? Patient sent to AED (B)(6) hospital. Attempted removal in AED unsuccessful. Admitted to ward overnight, 3 further attempts made under local anaesthetic without success. If retained, are there plans for removal of any remaining fragments? Due for review in next 2 weeks to see if remains in situ. Other relevant patient history/concomitant medications? None. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No contributing factors. What is the patient's current status? Well. Will product be returned? If so, please provide the return date and tracking information. Tbc.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024 and suture was used. Whilst carrying out a minor surgical procedure the suture came away from the needle, which in turn embedded into the wound. We arranged for the patient to attend a&e to have the needle removed and after 4 attempts they decided to leave the needle where it was and to review the patient again in four weeks. Additional information was requested.

Manufacturer narrative:
Product complaint(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? Does the needle remain retained in the patient's tissue? If the needle is retained, where is it located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information.